Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and there was no failure detected related to the complaint. Performed a voltage test and failed due to no voltage. A review of the downloaded receiver log showed no data. The complaint could not be determined because the transmitter has no voltage. The root cause could not be determined because the complaint could not be replicated with the returned device.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 07/24/2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter and smart device. No additional patient or event information is available. Data was provided for evaluation. The reported loss of connection was confirmed via data. A root cause could not be determined.